Manufacturer narrative:
Based on the information reported, including no identification of the relevant lot number, a relationship between the event and strattice cannot be determined. Strattice as a contributing factor cannot be ruled out. The device was not returned for evaluation and the lot number remains unknown; therefore internal investigation into the event could not be performed. If additional information is reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that a patient underwent an additional surgery due to "recurrent incisional hernia". Device return status and lot number are unknown.